Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's implant site had become infected. The reason was unknown, as well as the troubleshooting. The issue has been resolved. The rep learned of the event yesterday when the explanted products were reimplanted. The rep was not told about the explant when it occurred. No device allegations were made. No further complications were reported or anticipated.